Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a pump max canister (canister) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician was aspirating in the target vessel using the ace68 and noticed that aspiration had decreased. Subsequently, a crack on the lid of the canister was found. Therefore, the canister was removed. The procedure was completed using a new canister and the same ace68. There was no report of an adverse effect to the patient.